Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the stylet failed to advance in the patient's right ventricular (rv) lead. The lead was not used and replaced. The patient was stable throughout the procedure.